Event description:
It was reported that during a surgical procedure using the laster device a "error code 16" appeared. The physician reverted to an alternative device to complete the case. There was no report of pt injury.